Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has not reported any change in heart failure symptoms or breathing status since implantation. During follow-up evaluation, capture with the wise system could not be confirmed. Multiple patient positions and maneuvers were utilized in an attempt to assess capture, including supine, sitting, standing, and left lateral positioning, as well as guided breathing techniques such as full respirations and breath-holding. Extensive device reprogramming and parameter adjustments were performed, including modifications to sensors, focal distance settings, distance limits, angulation, output levels, and threshold tuning; however, these efforts did not result in confirmed capture. Transmitter-to-electrode communication was verified, with successful tracking observed to the electrode. Additional troubleshooting measures included repositioning and angling of the radio module, elimination of potential environmental noise sources, and adjustment of settings on the co-implanted device, but these interventions were also unsuccessful in eliciting capture. Imaging with chest x-ray was planned to further evaluate the position of the transmitter and electrode, though results were not available at the time of reporting. The physician did not provide a definitive explanation for the inability to confirm capture. If additional information becomes available, this report will be updated.